Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for pullout since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section e1 as it was confirmed that the incorrect address was initally reported to terumo.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they used the angio-seal device according to the IFU. The user could not close the puncture site because the whole device came out of the artery. Hemostasis was achieved by manual compression after thirty minutes. Additional information was received on 22oct2020. The doctor stated that he has applied all steps correctly. When he wanted to pull back on the angio-seal to pull the anchor against the vessel wall, he suddenly had everything in his hands and the patient bled. Hospital stay was extended because of the event and the patient had to stay overnight. The patient was stable and recovering. Additional information was received on 28oct2020. The procedure being performed was an interventional therapy, once in the area of the pelvis and once for the arteries in the thigh. A 6fr procedural sheath was used.